Event description:
The customer reported that during a proximal pancreaticoduodenectomy (whipple) procedure, the jaws could not be re-opened and the knife did not retract. The surgeon manually removed the device from the tissue. The surgeon reported that there was minor tissue damage to the patient tissue when the jaws were removed. There was no bleeding and the damage was described by the surgeon as minor. The patient has made a full recovery. The surgeon opened another instrument and successfully completed the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.